Event description:
The customer reported that the angulation k-wire (forceps elevator) was not working. During evaluation of the returned device, it was noted that the forceps elevator does not move at all. There was a foreign material found inside the distal end cap and forceps raiser. In addition, there are some foreign materials can also be found between the protector and grip unit. There was no patient injury reported. This MDR is being filed as a MDR based on the reportable malfunctions noted during the evaluation of the returned device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunctions found, the following evaluation findings were observed: chipped light guide lens, corroded distal end, residual liquid found at the distal end, deformed bending tube, buckled connecting tube, corroded connector, and forceps raiser, 45-degree angle tilt, snakiness of the connecting tube, broken brake locking return angle with forceps, up/down control knob broken, guidewire protrusion angle/forceps raising angle, low function on forceps raiser, and forceps raiser not moving freely.the cause of the reported phenomenon cannot be conclusively determined at this time. The legal manufacturer¿s investigation is ongoing. This report will be updated accordingly once new and relevant information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The user only manually wiped down the device before it was returned to olympus. The customer's complaint was confirmed. Based on the results of the investigation, it is likely that the movement of the forceps elevator may have been hindered at reprocessing by foreign material that was stuck under the forceps elevator during procedure. The event can be prevented by following the instructions for use which state: "operation manual includes the detection way at chapter 3 preparation and inspection. Reprocessing manual includes the preventive measures at chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.